Manufacturer narrative:
On 26-mar-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a left atrial appendage closure ablation procedure with a nuvision ice catheter that doubled/kinked over and was not maneuvering properly. It was reported that the catheter stopped working properly mid-case. The caller stated that the tip of the catheter was doubled/kinked over and was no longer maneuvering properly. The caller stated that the ultrasound image was flickering on the ultrasound machine. The catheter was replaced and the ultrasound image issue was resolved. The procedure continued. There was no patient consequence. The caller stated that no ablation was performed.

Manufacturer narrative:
It was reported that a patient underwent a left atrial appendage closure ablation procedure with a nuvision ice catheter that doubled/kinked over and was not maneuvering properly. It was reported that the catheter stopped working properly mid-case. The caller stated that the tip of the catheter was doubled/kinked over and was no longer maneuvering properly. The caller stated that the ultrasound image was flickering on the ultrasound machine. The catheter was replaced and the ultrasound image issue was resolved. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, ultrasound recognition and electrical test were performed following j&j medtech procedures. Visual analysis revealed that the tip was bent without wires exposed. Closer inspection at the connector revealed moisture on the connector pads. Due to this error, electrical probing at the receptacle was performed on the power, communication, and digital lines; and no issues were found in any of the lines. The failure reported could be related to the error observed; however, this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The bent tip could be related to the knotted issue. The poor or no acoustic image and knotted catheter issues reported by the customer were confirmed. The potential cause of the moisture could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the bent tip could be related to the manipulation of the device during or after the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: do not disconnect the catheter nor the cable from the ge ultrasound system while scanning. If necessary, it is recommended to disconnect the system connector of the cable from the system in the freeze mode; do not advance the catheter if resistance is encountered; do not pinch, crush, kink or sharply bend the catheter at any time. This can cause poor catheter performance, tissue injury or patient complications. An insertion angle greater than 45° is considered excessive. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the bent tip issue found. Investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: connector/coupler (g04034) were selected as related to the moisture on the connector pads. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).